Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: the expiration date is currently not available. Additionally, the serial number for the device involved in the event was not provided; therefore, the full UDI is currently not available. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h4, h6: the product was not returned to depuy synthes, however photos were provided for review. The investigation was not able to confirm the reported event as the complaint condition was not represented clearly in the provided photo. The provided evidence was not sufficient to confirm the reported event of inability to assemble/disassemble. Functionality issues cannot be evaluated through a photo investigation. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the photographs provided are not representative of the reported complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part:312.280. Lot:9228450. Manufacturing site: werk bettlach. Supplier: na. Release to warehouse date:20 nov 2014. Expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, a drill bit was received for an operation that was bent and broken inside of a drill guide. It could not be removed. No further information was provided. This report involves one 3.5mm/2.5mm double drill sleeve. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Added: b14 (to capture DHR). H3, h6 product investigation: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found dble drill guide 3.5/2.5 in assemble condition with the mating drill bit ø2.5 l110/85 2flute f/quick co. No significative damage on the device that can be attributed to inability to assemble or disassemble was observed. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces in the mating device. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was performed to disassemble the devices; however, it was not possible due to the devices being jammed. The overall complaint was confirmed as the observed condition of the dble drill guide 3.5/2.5 contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part: 312.280. Lot no: 9228450. Release to warehouse date: 20 nov 2014. Manufacturing site: werk bettlach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9 corrected: d1, d4 (primary UDI number), e4 h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.